Event description:
It was reported that during procedure, it was noticed that the closure valve was leaking. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
The complaint is under investigation.

Manufacturer narrative:
The device has not been returned/ accessible for investigation yet. The investigation will be continued when the device is available for examination.

Event description:
It was reported that during procedure, it was noticed that the closure valve was leaking. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Event description:
It was reported that during procedure, it was noticed that the closure valve was leaking. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
Since the involved product was not returned to dorc, no physical examination could be performed to confirm any product failure. Device history record review revealed no deviations and a database search showed that no similar complaints have been reported on this specific lot previously. Testing of similar product of the same lot was at the end of the day not possible. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.

Manufacturer narrative:
The device has not been returned/ accessible for investigation yet. The investigation will be continued when the device is available for examination. Several product reminders are sent to receive the product for investigation.

Event description:
It was reported that during procedure, it was noticed that the closure valve was leaking. No report that actual patient harm occurred or surgery was prolonged > 30 min.